Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no thixotropic adhesive (ke45) at forceps cover. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to puncture on instrument channel whereas additional finding of no thixotropic adhesive at forceps cover occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis exera ii ultrasound gastrovideoscope hole at distal tip. The issue occurred during reprocessing. There were no reports of patient involvement.